Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had two unreproducible episodes of pacing inhibition. Lead numbers appear to be within normal limits. The device contains no stored episodes. The caller stated that they would fax in electrogram strips for review.

Event description:
--

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received this device was explanted due to normal battery depletion. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.